Event description:
Z6ms (sn: (B)(6)) probe error usacquisitionhw_31 occurs every time when the probe is connected. This occurred during a valve replacement. The customer took out the transducer from the patient's esophagus and replaced with a different tee transducer and system (of a different company). The surgery was completed successfully with no patient consequence.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The transducer was returned for analysis. No information on the device history record which indicates any non-conformance at the moments of manufacturing process. System error was reproduced during testing. This issue was due to electrical component (fpcb) trace micro crack because of gastro flex malfunction. Reference #(B)(4).